Manufacturer narrative:
The returned set screw was examined. The threads were deformed in a manner consistent with cross-threading the set screw within the tulip of the pedicle screw. The corresponding pedicle screw tulip also exhibited damaged threads, further indicating cross-threading. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding set screw assembly with the pedicle screw.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 3004485144-2016-00252.

Event description:
It was reported during the final tightening of the plug the tulip of the screw head loosened. The plug and screw were removed and replaced. There was a 20 minute surgical delay and no injury to the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.